Manufacturer narrative:
Eleven cm of the catheter was returned. The catheter was evaluated and met specifications. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the mfg records showed no anomalies. No impact to pt reported.

Event description:
It was reported to medtronic neurosurgery that after the surgery the doctor tried to regulate the performance level, but found csf could not be shunted.